Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: coronary sinus catheter, model #d-1353-04-s, lot #17430188m, carto 3 system, model #m-4800-01, s/n: (B)(4), smartablate generator, model #m-4900-07 s/n: (B)(4), super arrow-flex sheath introducer set 8 fr. 45 cm (cl-07845), model and lot numbers unknown, terumo pinnacle introducer sheath 8 fr. 10 cm (rss801), model and lot numbers unknown. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, a tamponade was confirmed via soundstar ultrasound catheter. Pericardiocentesis yielded 200cc. Patient remained hemodynamically stable throughout the process. Remainder of procedure was aborted. Pericardial drain was left in place. Patient required an extra night of hospitalization as a result of the adverse event for monitoring. Patient fully recovered with no residual effects. Medical history includes coronary artery disease. Factors cited that may have contributed to the adverse event include that isuprel (isoproterenol hydrochloride) was administered while the soundstar catheter was in the right ventricle. Physician's opinion regarding the cause of the adverse event is that it was procedure-related and that a perforation may have occurred while the soundstar catheter was in the right ventricle. No transseptal puncture was performed as ablation catheter was placed into the left ventricle via a retrograde approach. Sheaths used included a super arrow-flex sheath introducer set 8 fr. 45 cm (cl-07845) and terumo pinnacle introducer sheath 8 fr. 10 cm (rss801). No ablation was performed. There were no error messages reported on any bwi equipment used during the procedure. Patient received anticoagulants during the procedure with activated clotting times maintained between 300-350 seconds.